Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The index procedure was prompted by non- stemi. During the index procedure, grade c dissection was identified. It was also reported that patient suffered mi. The dissection is reported to have occurred secondary to predilation and was treated by implantation of the resolute onyx study stent in the cx. The dissection was not caused by a medtronic device. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the to the device but not related to antiplatelet medication. The patient recovered.

Manufacturer narrative:
Safety assessed the event as not related to the index device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The implant date is: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During index procedure, three resolute onyx drug eluting stents were implanted; two in the cx and one in the lcma. It was reported that dissection occurred in the cx which was not caused by the stents implanted, but the dissection is related to myocardial infarction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient¿s indication for index pci was an nstemi. No mi has been reported as adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The dissection is reported to have occurred due to the predilation balloon. If information is provided in the future, a supplemental report will be issued.